Event description:
Customer reported the insulin pump alarmed button error and was unable to clear it. Customer's blood glucose was 178 mg/dl. Customer reported no exposure, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly and no button error alarms were noted. However, moisture damage was noted on the keypad traces.